Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to an integrated circuit on the digital board. The digital board will be replaced to resolve the report. The device will be recertified ad returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified aan increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.